Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient alleged audible noise, instability of the joint, metal allergy and rash one year post implantation. No revision has been reported